Manufacturer narrative:
This lot was manufactured april 13, 2017 ¿ april 14, 2017. One actual infusor was received for evaluation containing no fluid in the bladder. A visual inspection via the naked eye showed no signs of physical abnormality that could have caused the reported leak. A functional leak test was performed by manually filling the bladder with green colored water. During and after fill, no evidence of leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked during infusion. The location of the leak was not identified. There was no patient injury or medical intervention reported. No additional information is available.